Event description:
It was reported that the pump's board smoking. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: we received one pump for investigation. The visual inspection showed the top case was cracked front corner. The battery was missing. There was nothing in alarm history pertaining to customer stated problem. Chip d3 on the back of the interconnect board was burnt. Unable to determine, did not notice any other external damage internally in the pump. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in (B)(6) 2023 and there was no indication of a service issue during the investigation.